Event description:
A dealer has reported that a nurse called to report the concentrator caught on fire. The unit melted on top with a small piece of rubber. Please see additional information provided. The end user is a smoker.

Manufacturer narrative:
Additional information received includes the following : the end user is a smoker but reportedly states she was not smoking at the time of the incident. 911 was called by the end user as she is bed bound. There were no injury and nothing in the home was damaged and the fire was contained at the concentrator. The dealer believes that the end user was smoking but is afraid of her son finding out as she resides with her son. This unit caught fire and burned the tubing. It was noted by the reporter that cigarette ashes were seen on the table by her bed and believes she was smoking at the time of the incident. The dealer evaluated the cord of the unit and the outlet where it was plugged into and there were no burns or anything that looked like a fire or an issue with the cord or outlet or plug of this unit. Dealer reinforced no smoking with use of oxygen and a new unit was placed for the end user without further incident. The owner's manual provides the following caution: danger do not smoke while using this device. Keep all matches, lighted cigarettes or other sources of ignition out of the room in which this product is located and away from where oxygen is being delivered. No smoking signs should be prominently displayed. Textiles and other materials that normally would not burn are easily ignited and burn with great intensity in oxygen enriched air. Failure to observe this warning can result in severe fire, property damage and cause physical injury or death.